Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that that the patient experienced discomfort at the pocket site. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.

Event description:
It was reported that that the patient experienced discomfort at the pocket site. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.

Manufacturer narrative:
Correction on block e1 initial reporter country.